Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) representative that the (B)(4) chamber complete autofeed chamber as part of the 950n81j adult ventilator dual heated circuit kit (with filter) was found to have overfilled above the maximum water level line during patient use. It was further reported that the 950n81j adult ventilator dual heated circuit kit (with filter) was used for 13 days before the reported fault was observed. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). We are currently in the process of obtaining further information to determine if the complaint: (B)(4) chamber complete autofeed 900 caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n81 neonar ventilator dual heated circuit kit (with filter) is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit (with filter) is sold in the USA. Therefore, the 510(k) number for 950n81j neonatal ventilator dual heated circuit kit (with filter) has been used under the section g4. Method: the complaint (B)(4) autofeed chamber as part of the 950n81 neonatal ventilator dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for further investigation. The complaint device was visually inspected, water level tests were performed, and the device log file was reviewed. Results: visual inspection of the complaint (B)(4) autofeed chamber as part of the 950n81 neonatal ventilator dual heated circuit kit revealed that there was no damage to the chamber. Water level tests of the chamber revealed that primary float water level was within the expected range. Review of the device log file revealed that there were no alarms. Conclusion: there were no faults found with the complaint (B)(4) chamber and therefore, we cannot confirm the reported event. Every (B)(4) chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) chamber complete autofeed 900 state the following: - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects.

Event description:
A healthcare facility in iowa reported via a fisher and paykel healthcare (f&p) representative that the (B)(4) chamber complete autofeed chamber as part of the 950n81j adult ventilator dual heated circuit kit (with filter) was found to have overfilled above the maximum water level line during patient use. It was further reported that the 950n81j adult ventilator dual heated circuit kit (with filter) was used for 13 days before the reported fault was observed. There were no reported patient consequences.